Manufacturer narrative:
Follow-up #1: date of submission 07/25/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/05/2016 with the following findings: investigation for the complaint of a button response issue could not be adequately investigated due to an unrelated alarm that could not be cleared. Visual inspection revealed that the keypad cover was undamaged. The keypad cover was removed and there were no defects found to the button contacts. The pump casing was removed and no defects were found to the keypad flex connector. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up arrow, down arrow, and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.